Event description:
The pt was overfilled during a ccpd treatment. He normally disconnects during a pause. That afternoon, he fell asleep during the pause, still connected to the cycler. He woke up feeling distended and short of breath. The wife checked the cycler and noticed that the two 5-liter solution bags were empty. She drained the pt and was able to drain over 6 liters. There was no serious injury.